Event description:
Rn went to administer doxorubicin chemotherapy from a 60ml syringe with a closed system device. When rn opened the hazardous bag, there was free flowing fluid. All of the fluid was contained to the bag. Two rns confirmed that the tip of the syringe was broken off with closed system device. Rn called pharmacy to come collect and dispose of chemotherapy. No patients or employees were harmed by this defect.